Manufacturer narrative:
Customer did not provide further details or send sample for further investigation. Insufficient information.

Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient has a history of anti-e.